Event description:
Pericardial perfusion noted after examination. Unknown which chamber perforation occurred. For electrophysiology study, multiple catheters were used, unknown which catheter caused perforation. Pericardial centesis performed and removed 400 cc of blood. Pt recovered.